Manufacturer narrative:
Additional information which was received on jan 29, 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents for review. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9, zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to pseudotumor, bone destruction, fluid collection, pain and elevated metal ions.

Manufacturer narrative:
Concomitant medical products: metasul ldh, head, 54, code t, taper 18/20; catalog#: 01.00181.540; lot#: 2428777. Fitmore, hip stem, uncemented, b/6, taper 12/14; catalog#: 01.00551.206; lot#: 2374123dl. Metasul ldh, head adapter, m, 0, taper 12/14-18/20; catalog#: 01.00185.146; lot#: 2429329. Therapy date: (B)(6) 2019. The manufacturer received other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Event description:
A product liability claim was raised. Patient was implanted on the right side and underwent revision surgery due to pseudotumor, bone destruction, fluid collection and pain.